Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. Towards the end of the procedure the physician was deciding if they wanted to add extra ablations to the right inferior pulmonary vein (ripv), when moving back towards the vein they found they could not move the guidewire inside the catheter anymore. The guidewire and catheter had to both be removed from the patient together. When the catheter was outside of the body, they were able to remove the guidewire from the catheter. They found the wire had broken into two pieces and removed one end from the distal part of the catheter and removed the other piece through the handle. There was tissue present on the section removed from the distal tip of the catheter. At this time the physician decided that no further ablations were required, and the procedure was considered complete, so no replacements were required and there was no patient complications besides the tissue observed on the guidewire. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. Towards the end of the procedure the physician was deciding if they wanted to add extra ablations to the right inferior pulmonary vein (ripv), when moving back towards the vein they found they could not move the guidewire inside the catheter anymore. The guidewire and catheter had to both be removed from the patient together. When the catheter was outside of the body, they were able to remove the guidewire from the catheter. They found the wire had broken into two pieces and removed one end from the distal part of the catheter and removed the other piece through the handle. There was tissue present on the section removed from the distal tip of the catheter. At this time the physician decided that no further ablations were required, and the procedure was considered complete, so no replacements were required and there was no patient complications besides the tissue observed on the guidewire. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected where it was seen that the catheter was returned without a guidewire inserted. During testing a guidewire was advanced through the catheter and could be inserted and withdrawn without issue. They were able to successfully manipulate the guidewire regardless of the deployment state of the catheter's array. The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. In conclusion there was no problem detected in relation to the stuck guidewire allegaiton.

Manufacturer narrative:
Although the device was not received for analysis investigators were able to review the facts of the incident presented in the description. Based on the information provided regarding visible tissue trapped between the guidewire and lumen they determined the cause was unintended use error, as there are instructions informing physicians to avoid contact with tissue for this reason.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. Towards the end of the procedure the physician was deciding if they wanted to add extra ablations to the right inferior pulmonary vein (ripv), when moving back towards the vein they found they could not move the guidewire inside the catheter anymore. The guidewire and catheter had to both be removed from the patient together. When the catheter was outside of the body, they were able to remove the guidewire from the catheter. They found the wire had broken into two pieces and removed one end from the distal part of the catheter and removed the other piece through the handle. There was tissue present on the section removed from the distal tip of the catheter. At this time the physician decided that no further ablations were required, and the procedure was considered complete, so no replacements were required and there was no patient complications besides the tissue observed on the guidewire. The catheter is expected to be returned for analysis.